Manufacturer narrative:
The device will not be returned for analysis as it was implanted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Hemorrhagic complication due to hemodynamic changes induced by the embolization is a known inherent risk of onyx procedure and is documented in the onys instruction for use. The patient also had a factor v leiden mutation, an inherited blood clotting disorder, that contributed to the clotting problems. Same event as reported in MDR MFR# 2029214-2015-05108 and 2029214-2015-05110.

Event description:
Medtronic received report that a patient experienced a massive ventricular hemorrhage, subarachnoid hemorrhage (sah), intraparenchymal hematoma and died. The patient was treated for a right temporo-occipital avm, spetzler-martin grade 4. It was reported that the patient experienced neurologic aggravation after the second avm embolization with onyx, the patient had undergone the first stage of the embolization procedure 4 months prior. The 2nd stage of the embolization procedure achieved a satisfactory result with occlusion of 80% of the nidus without compromising venous drainage. This remained permeable although there was persisting stenosis in the proximal part of the right sinus. The scan at the end of the procedure did not reveal any additional complication. Following the procedure the patient awoke in a satisfactory way with no deficit but then rapidly worsened with a glasgow score of 3 being established very quickly. The patient was intubated and ventilated within this context and an emergency MRI was performed, identifying probable stenosis of a 2nd arteriovenous malformation which had been almost completely embolized through a contact hemorrhage, with tetraventricular flooding, responsible for hydrocephaly and major intracranial hypertension. The patient was transferred to the operating room for an emergency insertion of an external ventricular shunt. At the end of the procedure for putting these two shunts in position, neither of them was permeable and the physician systematically encountered the same clotting problem in the drains. There was massive cerebral swelling manifestly applying pressure on the brain. By creating a vent through cortectomy, the physician were able to reduce the intracranial pressure and control it. On the other hand the physician were hampered by bleeding at a deep level from the intraventricular clot, and also from all the margins, given the massive swelling. However, intracranial pressure still remained very high and at the end of the procedure the pressure was oscillating between 40 and 50. The pupils were checked at the end of the intervention but they were non-reactive with mydriasis on both sides. The patient died 24 hours after the embolization procedure. The patient had a factor v leiden mutation, an inherited blood clotting disorder. This patient also had a history of nasal-sinus polyposis which had been the subject of 3 operations (first at the age of 19, then in 1997 and 2009) and ophthalmic migraines with aura. His recent history goes back to the period of (B)(6) 2014 and was marked by severe migraines for which he received his usual treatment. A brain MRI was requested as the migraines were recurring and becoming more frequent.